Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for routine device exchanged. During procedure, the physician capped and replaced the right ventricular lead on (B)(6) 2019 for over-sensing episodes previously recorded. Patient was stable post procedure.